Event description:
It was reported that the intellivue multi measurement server x2 had a failure to sound, no sound was coming from the device. A philips response service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with a faulty speaker assembly. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips, the device was returned to functional use with no further issues identified. The device was in use on a patient at the time of event, but there was no adverse event or patient impact reported.

Manufacturer narrative:
H10: corrected the coding in h6.